Event description:
It was reported that the earhook cut the patients ear (date not reported).

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
Per the clinic, the reported cut that the patient experienced was caused by her eye glasses not device related. This report is filed october 30, 2015.